Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("excessive bleeding"), headache ("headaches,"), back pain ("low back pain"), alopecia ("hair loss"), libido decreased ("decreased libido") and swelling ("swelling nos"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, back pain, genital haemorrhage, headache, libido decreased, pelvic pain and swelling to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("excessive bleeding"), headache ("headaches,"), back pain ("low back pain"), alopecia ("hair loss"), libido decreased ("decreased libido") and swelling ("swelling nos"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, back pain, genital haemorrhage, headache, libido decreased, pelvic pain and swelling to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted (lot no. C40057) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of perennial rhinitis, chronic gastritis, constipation, grass allergy, house dust mite allergy and migraine with aura. In 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), genital haemorrhage ("excessive bleeding"), headache ("headaches,"), back pain ("low back pain"), alopecia ("hair loss"), libido decreased ("decreased libido/lack of sexual appetite"), swelling ("swelling nos"), pelvic inflammatory disease ("pelvic inflammation"), migraine ("much more intense and painful migraines worse after implantation"), arthralgia ("pain in the joints, especially in the knees and hips"), fatigue ("tiredness"), intermenstrual bleeding ("metrorrhagia") and carpal tunnel syndrome ("carpal tunnel syndrome") with arthralgia, pain in extremity, arthralgia and asthenia. The patient was hospitalised from (B)(6) 2021 to (B)(6) 2021. The patient was treated with surgery (bilateral salpingectomy with removal of essure devices (verified with radioscopy)). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, arthralgia, back pain, carpal tunnel syndrome, fatigue, genital haemorrhage, headache, intermenstrual bleeding, libido decreased, migraine, pelvic inflammatory disease, pelvic pain and swelling to be related to essure administration. The reporter commented: the report of the practicing obstetrician and gynecologist who had been caring for patients with complications associated with the essure permanent birth control system manufactured and marketed by the pharmaceutical company bayer, which stated literally: ¿systemic reactions to essure appear to be a response to a chronic inflammatory reaction to a foreign body and as described as part systemic nickel allergy syndrome (snas) and adjuvant-induced autoimmune/inflammatory syndrome (asia). Patient complaints that are associated with the female reproductive system should not be blamed to gynecological problems normal, especially if they are symptoms associated with abnormal bleeding pelvic pain, low back pain, sciatica, or dyspareunia. Allergic/autoimmune symptoms, such as cognitive changes, chronic headaches, excessive weight gain, localized or systemic eruptions and symptoms with features like systemic lupus, sjorgen's syndrome, fibromyalgia, chronic fatigue syndrome and chronic pain syndrome should be carefully evaluated. Autoimmune diseases with recurring or worsening signs or symptoms, such as: cardiac abnormalities, hypothyroidism, and diabetes, should be evaluated as complications of a type IV hypersensitivity reaction to a body. Associated with essure. For our dental and maxillofacial colleagues, essure has been associated with dental caries, dental fractures, and tooth loss. Due to the complexity of the reaction to essure, such as a foreign body, and the potential risks of life-threatening chronic autoimmune reactions the management of complications of essure warrants a multidisciplinary approach to care. To the patient". Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jun-2022: new reporters, patient's date of birth and medical history, essure's indication and lot number, imdr annex f08, adverse events (pelvic inflammatory disease, migraine, arthralgia, fatigue, intermenstrual bleeding and pain in extremity ) added, patient's initials updated, discrepant information: in this cycle date(s) of removal: (B)(6) 2021 but in argus date explanted was (B)(6) 2020. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure (batch no. C40057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine with aura, house dust mite allergy, grass allergy, constipation, chronic gastritis and perennial rhinitis. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("excessive bleeding"), headache ("headaches,"), back pain ("low back pain"), alopecia ("hair loss"), libido decreased ("decreased libido/lack of sexual appetite"), swelling ("swelling nos"), pelvic inflammatory disease ("pelvic inflammation"), migraine ("much more intense and painful migraines worse after implantation"), arthralgia ("pain in the joints, especially in the knees and hips"), fatigue ("tiredness"), intermenstrual bleeding ("metrorrhagia") and carpal tunnel syndrome ("carpal tunnel syndrome") with arthralgia, pain in extremity, arthralgia and asthenia. The patient was hospitalized (B)(6) 2021. The patient was treated with surgery (bilateral salpingectomy with removal of essure devices (verified with radioscopy)). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, headache, back pain, alopecia, libido decreased, swelling, pelvic inflammatory disease, migraine, arthralgia, fatigue, intermenstrual bleeding and carpal tunnel syndrome outcome was unknown. The reporter considered alopecia, arthralgia, back pain, carpal tunnel syndrome, fatigue, genital haemorrhage, headache, intermenstrual bleeding, libido decreased, migraine, pelvic inflammatory disease, pelvic pain and swelling to be related to essure. No further causality assessment were provided for the product. The reporter commented: the report of the practicing obstetrician and gynecologist who had been caring for patients with complications associated with the essure permanent birth control system manufactured and marketed by the pharmaceutical company bayer, which stated literally: ¿systemic reactions to essure appear to be a response to a chronic inflammatory reaction to a foreign body and as described as part systemic nickel allergy syndrome (snas) and adjuvant-induced autoimmune/inflammatory syndrome (asia). Patient complaints that are associated with the female reproductive system should not be blamed to gynecological problems normal, especially if they are symptoms associated with abnormal bleeding pelvic pain, low back pain, sciatica, or dyspareunia. Allergic/autoimmune symptoms, such as cognitive changes, chronic headaches, excessive weight gain, localized or systemic eruptions and symptoms with features like systemic lupus, sjorgen's syndrome, fibromyalgia, chronic fatigue syndrome and chronic pain syndrome should be carefully evaluated. Autoimmune diseases with recurring or worsening signs or symptoms, such as: cardiac abnormalities, hypothyroidism, and diabetes, should be evaluated as complications of a type IV hypersensitivity reaction to a body. Associated with essure. For our dental and maxillofacial colleagues, essure has been associated with dental caries, dental fractures, and tooth loss. Due to the complexity of the reaction to essure, such as a foreign body, and the potential risks of life-threatening chronic autoimmune reactions the management of complications of essure warrants a multidisciplinary approach to care. To the patient". Batch no c40057. Production date 2014-03-27. Expiration date 2017-03-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-aug-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted (lot no. C40057) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of carpal tunnel syndrome, epicondylitis, gonalgia (gonalgia due to an external meniscus rupture and grade ii patellar chondropathy), dyspepsia, adverse drug reaction (codeine), perennial rhinitis, tonsillitis, adenoidectomy, parity 2, gravida ii, perennial rhinitis, chronic gastritis, constipation, grass allergy, house dust mite allergy and migraine with aura. Previously administered products included: iud nos. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), genital haemorrhage ("excessive bleeding"), headache ("headaches,"), back pain ("low back pain"), alopecia ("hair loss"), libido decreased ("decreased libido/lack of sexual appetite"), swelling ("swelling nos"), pelvic inflammatory disease ("pelvic inflammation"), migraine ("much more intense and painful migraines worse after implantation"), arthralgia multiple ("pain in the joints, especially in the knees and hips"), fatigue ("tiredness"), intermenstrual bleeding ("metrorrhagia"), pain in elbow ("pain in elbows"), pain in extremity ("pain in hands"), wrist pain ("pain in wrists in the form of cramps"), asthenia ("loss of strength increases at night"), carpal tunnel syndrome ("carpal tunnel syndrome"), cervical polyp (" endocervical polyp ") and heavy menstrual bleeding ("heavy menstruation"). The patient was hospitalised from (B)(6) 2021. The patient was treated with surgery (bilateral salpingectomy with removal of essure devices (verified with radioscopy)). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, headache, back pain, alopecia, libido decreased, swelling, pelvic inflammatory disease, migraine, arthralgia, fatigue, intermenstrual bleeding, carpal tunnel syndrome, cervical polyp and heavy menstrual bleeding were unknown. The reporter considered alopecia, arthralgia multiple, pain in elbow, wrist pain, asthenia, back pain, carpal tunnel syndrome, cervical polyp, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, libido decreased, migraine, pain in extremity, pelvic inflammatory disease, pelvic pain and swelling to be related to essure administration. The reporter commented: the report of the practicing obstetrician and gynecologist who had been caring for patients with complications associated with the essure permanent birth control system manufactured and marketed by the pharmaceutical company bayer, which stated literally: ¿systemic reactions to essure appear to be a response to a chronic inflammatory reaction to a foreign body and as described as part systemic nickel allergy syndrome (snas) and adjuvant-induced autoimmune/inflammatory syndrome (asia). Patient complaints that are associated with the female reproductive system should not be blamed to gynecological problems normal, especially if they are symptoms associated with abnormal bleeding pelvic pain, low back pain, sciatica, or dyspareunia. Allergic/autoimmune symptoms, such as cognitive changes, chronic headaches, excessive weight gain, localized or systemic eruptions and symptoms with features like systemic lupus, sjorgen's syndrome, fibromyalgia, chronic fatigue syndrome and chronic pain syndrome should be carefully evaluated. Autoimmune diseases with recurring or worsening signs or symptoms, such as: cardiac abnormalities, hypothyroidism, and diabetes, should be evaluated as complications of a type IV hypersensitivity reaction to a body. Associated with essure. For our dental and maxillofacial colleagues, essure has been associated with dental caries, dental fractures, and tooth loss. Due to the complexity of the reaction to essure, such as a foreign body, and the potential risks of life-threatening chronic autoimmune reactions the management of complications of essure warrants a multidisciplinary approach to care. To the patient". On (B)(6) 2022 the patient attended the visit, where it was stated that she was in good general condition. Cytology, papilloma virus determination, endocervical brushing and colposcopy were performed, and a biopsy of an area of the cervix was also performed. All pathologies with no causal relationship with the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2021: hich confirmed the presence of the two essure devices inside the tubes. [Colposcopy] on (B)(6) 2018: no lesions were detected in the cervix and an endocervical polyp was found. [Gynaecological examination] (date unknown): vagina with minimal haematic debris. Multipara cervix, epithelialized, bleeding sparingly into the cavity; no iud strings visualised. At the external orifice of the cervix (external os). Normal uterus and adnexa. Vaginal ultrasound: normal uterus and adnexa; intracavitary iud. E.t. Proposed [human papilloma virus test] on (B)(6) 2019: negative and satisfactory cervical cytology. (Ascus). Hpv 16+ and positive for other high risk (hr) hpv. Cervical biopsy (12h) findings compatible with hpv infection. [Hysterosalpingogram] on (B)(6) 2016: essure devices well positioned and with bilateral tubal obstruction. [Pathology test] on (B)(6) 2021: uterine tubes with essure devices, with focal reactive changes. Partially artefacted myometrium fragment (uterine wedge) with areas of haemorrhage. [Ultrasound scan vagina] on (B)(6) 2020: myoma on the right anterolateral surface of 45 x 33 mm. Myoma. On the anterior surface of 18 x 30 mm. Normal ovaries. Batch no c40057 production date 2014-03-27 expiration date 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: new events heavy menses & endocervical polyps were added. Lab data, historical drug , medical history & reporter causality comment updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.